Event description:
It was reported that a continuous glucose monitoring sensor associated with an ilet bionic pancreas indicated ¿sensor failed¿ and ¿replace sensor,¿ followed by ¿connect cgm or enter bg, dosing stops soon,¿ and a subsequent replacement sensor became stuck in pairing after the user scanned the new sensor without first stopping the old sensor. Symptoms included interruption of cgm data needed for automated insulin dosing. Outcomes included impending suspension of automated dosing until cgm connection or manual blood glucose entry resumed. Investigation included customer care troubleshooting and user education. Investigation of this case revealed resolution after force-closing the application, restarting the ilet, and allowing the replacement sensor to complete the warmup period. It was concluded that the event was due to user handling during cgm transition, with the device functioning as designed once correct pairing steps were followed.